Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menstruation irregular ("irregular menses"). The patient was treated with surgery (hysterectomy bilateral salpingectomy, left ovarian cystectomy with lysis of adhesions, right ovarian cystectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage, dysmenorrhoea and menstruation irregular outcome was unknown. The reporter considered dysmenorrhoea, menstruation irregular and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menstruation irregular ("irregular menses"). The patient was treated with surgery (hysterectomy bilateral salpingectomy, left ovarian cystectomy with lysis of adhesions, right ovarian). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage, dysmenorrhoea and menstruation irregular outcome was unknown. The reporter considered dysmenorrhoea, menstruation irregular and uterine haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.